Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regard to a patient receiving dilaudid 5 mg/ml at 3.8 mg/day, bupivacaine 30 mg/ml at 23.1 mg/day, and fentanyl 2500 mcg/ml at 1928 mcg/day. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. It was reported that a brain magnetic resonance image (MRI) was being done because the patient was experiencing an altered mental status. It was noted that an MRI of the abdomen was scheduled then cancelled. That scan was to check for a potential problem with the pump, specifically to see if it was leaking. Additional information received later reported the cause of the event was due to a partial pocket fill (4ml). The event was attributed to "other" and indicated as due to the refill. The results of the MRI (magnetic resonance imaging) were negative. It was noted that it was unknown if any other troubleshooting, interventions or other actions were taken as a result of the event. The patient recovered without permanent impairment.